Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced o2 pressure switch and o-ring to resolve the issue.

Event description:
The hospital reported a system malfunction that could cause a loss of mechanical ventilation. There was no report of patient involvement.